Event description:
It was reported that the device was used during a laparoscopic cholecystecomy procedure. The clips malformed when the device was fired. Another device was used to complete the case. There was no consequence to pt.